Event description:
Pt reported his blood glucose elevated to 300 mg/dl on (B)(6) 2012 at 1:00 pm, and he believes the insulin delivery of the infusion device is too low when the cartridge volume reaches 140 iu. He changed the infusion set and insulin cartridge and then disconnected the infusion device from his body. He confirmed no insulin was delivered from the 140 iu-100 iu mark of the insulin cartridge. The infusion device did not display any alarm or error messages. He treated hyperglycemia with insulin and was able to normalize his blood glucose the same day. The infusion device was requested for eval. He did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.